Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the balloon catheter became stuck on the guide wire. The target lesion was located in the non calcified and non tortuous mid right coronary artery (rca). Post dilatation was performed without issue utilizing the 15mm x 3.75mm quantum apex balloon catheter. Upon removal of the device at procedure end, resistance was noted between the quantum apex and an unknown guide wire. The two devices were removed together as a unit. There were no patient complications reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the balloon catheter became stuck on the guide wire. The target lesion was located in the non calcified and non tortuous mid right coronary artery (rca). Post dilatation was performed without issue utilizing the 15mm x 3.75mm quantum apex balloon catheter. Upon removal of the device at procedure end, resistance was noted between the quantum apex and an unknown guide wire. The two devices were removed together as a unit. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the returned device was received with an unknown guide wire. The returned guide wire was inserted into the guide wire exit notch and tracked through the lumen of the catheter. Resistance was met on the proximal side of the proximal markerband. Microscopic inspection revealed the inner shaft was accordianed on both sides of the proximal markerband. The tip was damaged and appeared to be flared. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).